Event description:
It was reported that there was unknown battery depletion. It was noted that they may want the battery replaced but the patient needed bilateral knee replacements. It was noted that troubleshooting was not required. It was noted that the patient fell in december 2008 and the stimulator had not worked since. It was noted that the manufacturer representative was unable to interrogate the system with a physician programmer. It was noted that the extension looked to be separated from the battery on an x-ray. It was noted that the patient was alive with no injury and there were no patient symptoms or complication associated with the event. Additional information received reported that no intervention was planned at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# lb5265, implanted: (B)(6) 2003, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2003-, product type : programmer, patient. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).